Manufacturer narrative:
Concomitant medical products: 10ml bd syringe, ref (B)(4), lot 615211a, exp 30 may 2019, 0.9% sodium chloride injection; non-cfn microclave; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing leaked at the connection when receiving and unspecified antibiotic. The connection was tightened by the user however when infusing the flush line it continued to leak. The patient did not receive full dose of antibiotic. Md was notified and dose was reordered. Although requested there is no other event details provided by the customer.

Manufacturer narrative:
The customer¿s report of tubing leaked at the connection was not confirmed. Functional and pressure testing observed that the sets flowed freely and ran with no leaking or other issues. The root cause of the tubing leaked at the connection was not identified.